Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for an unrelated procedure. Upon interrogation, it was observed the atrial lead was sensing noise. The lead was capped and replaced on (B)(6) 2020. The patient was stable.